Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. The reporter alleged meter powered off when trying to use today. The reporter plugged it in and charged until said 'charge complete' but within 2 hours, it is shutting off after strip insertion, before a test can be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/23/2013) the patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The usb cable/ac adaptor was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.